Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with the proglide device via a 5f sheath, using the pre-close technique, prior to an interventional procedure to treat an aneurysm of the common iliac artery. Reportedly, an unspecified issued occurred with the proglide device while attempting to switch to a larger size sheath after suture placement. The sheath was upsized to a 10f then a 18fr and the procedure was completed. Hemostasis was achieved with a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss/suture retrieval issue was not confirmed as all the device components were not returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no product quality issue identified with this device based on the information reviewed at this time.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a cuff miss occurred with the proglide device. The sutures of two new proglide devices were successfully pre-placed prior to the interventional procedure to treat an aneurysm of the common iliac artery. The pre-placed proglide sutures were successfully used to achieve hemostasis post intervention. No additional information was provided.